Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) sections: instructions: visera cysto-nephro videoscope. Olympus cyf type v2. Olympus cyf type va2. Olympus cyf type v2r. Chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope venting connector was loose and the pressure cap wasn't on correctly. The issue was found during reprocessing. There were no reports of patient harm or involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the dunk test failed, bending section cover was blown out, bending section cover glue was chipped, and the insertion tube had scratches and a kink. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.